Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization, prime anomaly, and flash crc error from the insulin pump. The customer stated that he had to go to the hospital, and was put on a drip while he was there. The customer did not want to provide information on hospitalization. The customer was advised to contact his health care provider in order to get his pump settings as they have been wipe due to the pump being without a battery for 4 weeks. The customer declined to troubleshoot.